Event description:
Outpatient admitted for chemotherapy for dye injection to porto cath. Extravasation present where the catheter crosses under the clavicle. Conclusion by radiologist that extravasation of contrast from the proximal catheter is consistent with fracture of the catheter. Chemotherapy was not given through the portocath.